Event description:
It was reported that the right ventricular (rv) lead showed high, unstable, unmeasurable threshold. The physician stated it was a case of exit block and chose to replace the lead with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, and there was apparent explant damage.